Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laparoscopic colon procedure, the surgeon closed the device on the tissue and attempted to fire however the device displayed a blinking handle indicator light. The jaws of the reload would not open. The battery was removed and replaced and the jaws were released. A new device was used to complete the surgery. There was no injury or adverse event reported.